Event description:
An employee at wright patterson air force base received a chemical burn on his finger while opening a package of vaprox hc sterilant. The sterilant leaked from its container into the clear plastic bag in which it was packaged. No treatment was reported.

Manufacturer narrative:
Vaprox hc sterilant contains 59% hydrogen peroxide and is packaged in a sealed cup which is inserted into a plastic bag, which is then sealed and placed in its final carton. The shipping carton, individual carton and package insert all contain warnings that the product is corrosive and personal protective equipment (p.p.e.) Should be worn when handling. The employee was not wearing p.p.e. At time of incident. The box in which the sterilant was received was undamaged. The container was returned to steris for investigation. Other: operator error